Event description:
It was reported that hl20 stop the arterial pump suddenly during surgery without any alarm. No harm to any person was reported. Complaint ID # (B)(4).

Manufacturer narrative:
It was reported that hl20 stop the arterial pump suddenly during surgery without any alarm. No harm to any person was reported. A getinge field service technician was onsite and investigated the unit in question.the reported failure could not be reproduced. No parts were replaced. Thus the reported failure could not be confirmed. However the failure mode "arterial pump stop" can be linked to the following most possible root causes according to the hl 20 risk management file: the arterial pump doesn´t start, unintended stopped or slowed down because of e.g.: user error, component defective, communication error. Device was manufactured in 2016-08-08. The review of the non-conformities during the period of 2016-08-08 to 2022-10-27 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.